Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified the weight was to the spec, a crease flat, yellow particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, double capsule and pain. The device has been explanted. Treatment: zylonic 300mg c/12h.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, double capsule and pain. The device has been explanted. Treatment: zylonic 300mg c/12h.